Event description:
It was reported the patient's ipg had approached end of life. It is unknown whether this occurred prematurely. Surgical intervention was undertaken in which the patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.